Manufacturer narrative:
Other relevant device(s) are: product ID: 37612, serial#: (B)(4), implanted: (B)(6) 2020, product type: implantable neurostimulator. Product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported the implantable neurostimulator (ins) under their right clavicle was removed due to an infection.